Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had partial display. The customer¿s blood glucose level was 202 mg/dl at the time of incident. Customer stated that they had partial display on the insulin pump screen bottom right side of the screen. Customer stated that they were unable to read the screen. Customer also stated that they did not want to discontinue the use of the insulin pump and she did not have a backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with missing segments or partial display due to broken traces on the lcd glass between the lcd controller and the lcd image area.